Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the video control. X-ray tube. Temp sensor and thermal switch. The system was tested and found to be working as intended, and placed back into service.

Event description:
It was reported that the 9800 system would not fluoro and a temperature overheat message was indicated. There was no report of pt injury.